Manufacturer narrative:
Note: the g04 component code for "mechanical" is not available for FDA submission; however, that is the preferred designation for the component in question. The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on (B)(6)-2021. The device evaluation was completed on (B)(6)-2021. It was reported that a female patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis and an unknown surgical intervention. Cardiac tamponade occurred during the ablation phase of the left superior pulmonary vein (lspv) ablation. Pericardiocentesis was done, although there was no problem with the patient's condition, the procedure was discontinued to take care of the patient. The patient's consciousness improved without any problems. Device evaluation details: the product was returned to bwi for evaluation and a visual inspection, as well as an evaluation of all features of the device were conducted. Visual analysis of the returned device revealed that the rocker lever was detached from the device; however, welding residues were found on the handle and this show that the rocker lever was attached to the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. The rocker arm detachment could be related to the shipping of the device. A manufacturing record evaluation was performed for the finished device 30448166m number, and no internal actions related to the complaint was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis and an unknown surgical intervention. Cardiac tamponade occurred during the ablation phase of the left superior pulmonary vein (lspv) ablation. Pericardiocentesis was done, although there was no problem with the patient's condition, the procedure was discontinued to take care of the patient. The patient's consciousness improved without any problems. The physician commented that contact became unstable during ablation of the lspv ante, and when contact was made a little more strongly, a pop was felt. At that time, there was no problem in stopping the ablation, but when the nearby area was ablated again, the contact became unstable again, which may have caused the tamponade. The cause was not unstable display due to the product but an anatomically unstable location. The physician¿s opinion on the cause of the adverse event was that it was patient condition related. The patient outcome was reported as improved. A transseptal puncture was performed and ablation was performed prior to noting the CT. There was no report of prolonged hospitalization.